Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed, 2.25x28mm target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm apex balloon, leaving less than 45% residual stenosis. While advancing a 2.5x16mm taxus liberte stent delivery system (sds) to the lesion it was noted that the stent strut became damaged and the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte stent delivery system (sds) with stent was received in a taxus liberte inner packaging pouch. There was blood in the wire lumen of the sds. There was one flared strut in the fifth proximal row of struts. The stent was positioned between the markerbands on the tightly folded balloon. There was no other damage to the stent or the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed, 2.25x28mm target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm apex balloon, leaving less than 45% residual stenosis. While advancing a 2.5x16mm taxus liberte stent delivery system (sds) to the lesion it was noted that the stent strut became damaged and the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4)